Event description:
The customer called for assistance with a bolus as her blood glucose was 505 mg/dl. The customer also stated that she was in the hospital for with high blood glucose recently, but she didn't feel it was due to the insulin pump. The customer stated that she did not bolus enough for her lunch. Assisted the customer with the bolus. The customer declined troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.